Manufacturer narrative:
The device was returned and evaluated. We found one of the jaws is completely broke of at the hinge. Damage is due to stress overload from handling or retracting heavy tissue; the instrument is designed to grasp soft tissue only.

Event description:
Allegedly, during a robotic partial cystectomy procedure, the surgeon was grasping omentum when one of the jaws of a bowel grasper insert broke off. Surgeon was able to retrieve the broken piece, and the hospital confirmed the procedure was completed with no impact on patient.